Event description:
During a sigmoid colectomy procedure,the physician fired the instrument and one side of the staple line fired and formed staples as intended. The other side of the staple line fired but the staples were all open and unformed. There was no reported pt consequence.